Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the device was returned with a non-baxter white luer cap. This cap was not tightened, causing the device to leak. A baxter blue winged luer cap was then used for a functional test, and no leak was identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked into its overpouch. This occurred during storage. The device was filled with 175ml fluorouracil and 65ml sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Fax number - (B)(6). Phone number - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.